Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the vf episodes revealed undersensing during the tachyarrhythmia. The device also appeared to be undersensing continuously during the session. Low r-waves were observed. The lead was explanted and replaced due to dislodgement.

Manufacturer narrative:
(B)(4).

Event description:
Correction: the patient received an inappropriate shock due to dislodgement. The patient tolerated the procedure well without complication.

Manufacturer narrative:
Analysis was normal. No anomalies were found.